Event description:
Complainant alleged that the medics were attending a pt whose vital signs were absent. The medics attempted to defibrillate the pt at 200 joules, but the device would not charge and the screen displayed a "cable fault" error message. There was no indication of any adverse effect on the pt as a result of the reported malfunction.